Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient did the trial for chronic back pain and it was fabulous. The patient had the permanent surgery done and did not do as well. The patient had an x-ray and found one of the leads fell over a vertebrae and a half. No circumstances led to the event. It was recommended to have the paddle surgery done. The leads were removed and put in a paddle on (B)(6) 2023. The issue was not resolved. The patient was having trouble with the paddle. On any program a, b, or c they seem to have more muscle cramping throughout their body, in their calves, hams, outside of lower leg and left hand.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: specify surescan, product ID: 977c165 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2023, brand name: vectris surescan, product ID: 977a260 (serial: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2023, explant date: (B)(6) 2023, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2023, explant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, the leads fell like a vertebrae and was a failure. So, health care provider did the paddle surgery. When agent asked for event date, patient responded with the date. The surgery took place (B)(6) 2023.